Manufacturer narrative:
A specific root cause could not be determined. It is very likely that the use of a secondary tube in combination with low sample volume caused the issue.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for n-terminal pro b-type natriuretic peptide (probnp). The sample initially resulted as 18 pg/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 7237 pg/ml. The repeat result was believed to be correct. The customer stated they had no other issues with discrepant results that day. The patient was not adversely affected. The probnp reagent lot number was 17515003 with an expiration date of (B)(6) 2015. The field service representative could not determine a cause. He checked all alignments and ran performance testing in the unit. The performance testing was successful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.